Manufacturer narrative:
Further investigation was completed by the engineers in the manufacturing site and it could be concluded that the failure was due to manufacturing and the manufacturing personnel has been notified about this condition. Based on this assessment, no further action is required at this time. Nevertheless, complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The acumen iq cuff was sent to our product evaluation laboratory for a full evaluation. Customer report of "adhesive surface was on the wrong side of cuff" was confirmed. As received, the release liner and its adhesive were found attached on the outside of the closure tape area. Acumen iq finger cuff release liner with its adhesive was instructed to be applied on the inside of the closure tape area. As a result the cuff could not be secured around the finger. Finger cuff intermittently sensed pressure on hemosphere monitor due to unsecured attachment to the finger. Finger cuff passed eeprom verification with unused status. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned unit. The finger cuff sensor passed post-decontamination leak test. Cuff bladder was accidentally over inflated and ruptured during pressure test due to unsecure attachment issue. An engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results.

Manufacturer narrative:
The product has been returned for analysis; however, it has not yet been evaluated. Upon the evaluation of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during an internal training, this demo acumen iq cuff was found to have adhesive surface on the wrong side of cuff, causing the cuff hold not being closed properly. Therefore, the sales representative hold the cuff with the finger, but was surprised by the high blood pressure values displayed (180/60 mmhg displayed vs 120/80 mmhg expected). Then, sales representative let the cuff go and the error message "cuff error" was displayed. Sales representative is aware of not using defective cuffs; however it was used for being a demo. There was no patient involved. The device was available for evaluation.